Manufacturer narrative:
Event eval: still under investigation.

Event description:
A study indicated that a pt underwent evar for aaa on (B)(6) 2014. Maximum aortic aneurysm diameter was listed as 20.8 mm and inner diameter of the aorta just above the aortic bifurcation was 10.3 mm. Inner diameter of the left iliac at the aortic bifurcation was 6.0mm, and of the right iliac was 7.4mm. The proximal neck was parallel in shape with no plaque or thrombus. There was no difficulty deploying any of the devices (one zenith flex main body and two zenith iliac leg grafts with spiral-z technology). A molding balloon was used during the study procedure. Uncovered stents were placed in both iliac legs at the time of the procedure due to occlusion. The completion angiogram showed that the devices were patent, with no evidence of external compression. Kinks, thrombus, or endoleaks. On (B)(6) 2014 (21 days post-procedure), the pt was admitted to the hospital due to a wound infection from the evar procedure. The pt had been placed on cipro 1 week earlier but the wound was "looking worse." After admission, the pt was to receive levaquin and flagyl. During the initial infusion of levaquin, the patient began having respiratory distress and became hypotensive. The infusion was stopped, the pt was given 100 mg of hydrocortisone, and placed on a nonrebreather o2 mask. She then developed rapidly progressive bilateral lower extremity pains and pulses could not be palpated. A stat ultrasound showed occlusion of the right lower extremity arterial system extending from at least the common femoral artery down. The left side could not be imaged. The pt was taken urgently to operating room for a bilateral iliofemoral thromboembolectomy with left femoral endarterectomy with patch angioplasty. The right iliofemoral endarterectomy was closed with primary repair. Hematology consultation on (B)(6) 2014 (22 days post-procedure) indicated "thrombosis of the aortic and iliac graft. This was probably triggered by a combination of recent surgery and hypotension. She probably also has peripheral vascular disease from her smoking, hypertension, and hyperlipidemia." Multiple lab tests were to be checked in order to rule out any intrinsic hypercoagulable state-none of those results are available. District manager spoke to physician (B)(4) 2014 providing the following add'l info: the physician said that he did not believe this had anything to do with the graft. The physician said he thought the pt developed clot in the lower extremity that worked its way upward because they lost pulses in the lower extremities. The physician also said he thought it was related to the antibiotics given and that the pt had some sort of allergic reaction that triggered their blood to clot. The physician told the district manager that he felt the graft was patent and there were no limb kinks because after he and the other physician had performed the bilateral iliofemoral thromboembolectomy, bilateral distal pulses were restored. The physician did not feel an angiogram was needed at the time to look at the graft. As of (B)(6) 2014 patient is recovering.